Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4). A partial UDI is being reported because the lot number was not provided. The 2.5 x 8 mm xience prime referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2013, percutaneous coronary intervention (pci) was performed to treat asymptomatic ischemia during which two xience prime stents (2.5 x 8 mm and 2.5 x 23 mm) were deployed in the proximal and distal right coronary artery. On (B)(6) 2013, the patient experienced stable angina for which target lesion revascularization was performed for a 99% stenosed lesion proximal to the proximal edge of the previously deployed 2.5 x 23 mm xience prime stent. The symptoms were resolved on (B)(6) 2013. The patient was compliant with dual antiplatelet therapy post procedure. On (B)(6) 2015, in-stent restenosis was observed in both xience prime stents (2.5 x 8 mm and 2.5 x 23 mm) which were treated with revascularization using balloon angioplasty on 6/12/2015. The event was resolved. No additional information was provided.